Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The following sections have been added: b4, b5, g3, g6, h2, h6, h11. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate hypertension and diabetes mellitus could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was noted to have stenosis with an ava of 1.35cm^2 and increased gradients with a mean gradient of 44.7mmhg and peak of 74.5mmhg. The leaflets also appear thickened. Treatment is being planned at this time and discussions on whether an explant or viv will be completed. The patient is experiencing chest pain on exertion and dyspnea on mild/ moderate exertion. According to the medical records, the patient presented to the (B)(6) clinic for severe stenosis/bioprosthetic degradation of tavr valve which is 5.5 years old. The patient is symptomatic with shortness of breath. A cardiac CT shows calcifications of prosthetic valve. Per the doctor's note, the initial echo showed normal valve function and later developed increased gradients that have been refractory and progressive despite oral anticoagulation. The tee and CT scan showed normal ef and severe stenosis of the bioprosthetic. The actual echo/tee reports were not provided.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was noted to have stenosis with an ava of 1.35cm^2 and increased gradients with a mean gradient of 44.7mmhg and peak of 74.5mmhg. The leaflets also appear thickened. The treatment plan for this patient is going to be tavr explant and a surgical avr procedure. The patient is experiencing chest pain on exertion and dyspnea on mild/ moderate exertion. According to the medical records, patient presented to the structural heart clinic for severe stenosis/bioprosthetic degradation of tavr valve which is 5.5 years old. Patient is symptomatic with shortness of breath. Cardiac CT shows calcifications of prosthetic valve. Per the doctor's note, the initial echo showed normal valve function and later developed increased gradients that have been refractory and progressive despite oral anticoagulation. The tee and CT scan showed normal ef and severe stenosis of the bioprosthetic. The actual echo/tee reports were not provided.

Manufacturer narrative:
A supplemental MDR is being submitted for a follow up response. The following sections have been added: b4, b5, g3, g6, h2, h6, h11. The previously submitted investigation results remain unchanged.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was noted to have stenosis with an ava of 1.35cm^2 and increased gradients with a mean gradient of 44.7mmhg and peak of 74.5mmhg. The leaflets also appear thickened. Treatment is being planned at this time and discussions on whether an explant or viv will be completed. The patient is experiencing chest pain on exertion and dyspnea on mild/ moderate exertion.

Manufacturer narrative:
The investigation is ongoing.